Event description:
A report of an explant due to the extensions migrating and pressing on the spinous process was received. The patient was re-implanted and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility.